Manufacturer narrative:
Unknown event date; no information has been provided to date.  The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, and functional testing with the occlusion tester, the pump was found to have a damaged downstream occlusion (dso) seal and damaged remote dose connector. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and remote dose connector.

Event description:
It was reported that the "pin breaker pear connector¿. There was unknown patient involvement.